Event description:
The customer reported an issue with the touchscreen on their pump, which was unresponsive and remained frozen, preventing interaction. The touchscreen was not cracked or shattered. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support provided instructions for resetting the pump, and the customer performed the reset, which resolved the issue, allowing interaction with the pump screen again.